Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-00831, reference MFR. Report: 1627487-2019-00833.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2019-00831. Reference MFR. Report: 1627487-2019-00833. It was reported the patient¿s ipg site incision reopened. To address the issue, the physician explanted the ipg, and cut the two dbs extensions in (B)(6) 2018 (exact date is unknown). The physician thinks the dehiscence of the ipg site may have been caused by an immunological reaction to a medtronic tyrx absorbable antibacterial envelope around the ipg.

Manufacturer narrative:
Concomitant medical products: the exact therapy date for the following concomitant devices is unknown, but is in (B)(6) 2018: model 6662, dbs ipg and model 6371, dbs extension.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-00831, reference MFR. Report: 1627487-2019-00833. Follow up information identified no further intervention is planned, and the issue of dehiscence/possible immunological response is considered stable.